Event description:
The above pt who dialyzes at home using nxstage system one reported that the "cyler died" meaning that the machine stopped functioning during the treatment. At that point, pt started the process to rinse back his blood from the machine and the machine started to produce sparks and smoke started to come out of the machine. Pt called the manufacturer and reported this frightening experience and was told that a lot of pts were having similar problem and a new machine could not be sent to the pt within 24-hours.